Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, there was an 319 error on arm 1. The site aborted the case to a different system prior to calling isi and the procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. The unit was returned for failure analysis and the reported 319 error was confirmed/replicated. During troubleshooting, found a printed circuit board defective as both of its leds not lit. Swapping a new accp board and the 319 fault did not occur. Installed back the original accp board and the 319 error re-occurred. As a fix, the printed circuit board will be replaced.